Event description:
Patient status post revision right hip vdro with competitive hardware. Patient experienced nonunion and was revised to synthes hardware. Approximately four (4) months postop, x-ray showed broken screw. Surgeon is planning to revise the patient.

Manufacturer narrative:
Synthes is unable to provide the manufacturer, 510k number or the date of manufacture without a part and/or lot number. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot or part number was provided.